Event description:
On an unknown date, the mayfield was placed on the patient for a posterior cervical fusion. It was on the patient's head for less than 5 minutes. The patient was positioned prone on the bed and at that point, the patients head slipped approximately 1 inch. The laceration was less than 2mm to the scalp and required 5 staples to repair. The incident happened at the beginning of the procedure prior to incision. Surgery was delayed for 10 minutes. The mayfield was reapplied and adjusted on the patient's head. The procedure was completed. Patient outcome was reported as no issues known. Medtronic stealth (stereotaxy device) and integra adult mayfield pins (a1072) were used during the case. Lot number of the skull pins was not available. Skull pins were also not available to be returned for evaluation as they were discarded.

Manufacturer narrative:
Integra has completed their internal investigation on 06/23/2015. Results: complaint was not confirmed - no issues observed. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads, general maintenance and cleaning was required. This device was manufactured on september 30th, 2005. There is no service history for this device or design related trend has been identified. Conclusion: in summary, the end users reason for return could not be verified or duplicated as the device in question passed all required functional tests. General maintenance required as this device was manufactured in 2005 with no prior service history.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.